Event description:
As reported by an affiliate , a female pt was admitted for revascularization of a lesion in her mid left anterior descending artery. The lesion was described as de novo and mildly calcified. Three overlapping stents were being deployed at the target lesion with at least one of the stents being a cypher stent. The hub of a 18 x 2.25 cypher was noted to be cracked when the connector for the contrast could not be attached to the hub during use on a pt. There was no pt injury associated with the hub crack. The device was replaced with another 18 x 2.25 cypher. At some time during the implantation of the three stents, the pt experienced a dissection that was treated with the implantation of a non-cordis stent. No additional information was available.

Manufacturer narrative:
The device has not yet been returned for eval, but return of the device is anticipated. Additional info wil be submitted upon receipt. See scanned page.